Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. D6b: explant date: (B)(6). Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7052695. UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the lead site. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.